Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the ear canal. It was also reported that there was chronic tympanic membrane perforation with intermittent otorrhea and breakdown of canal closure. The device was explanted on (B)(6) 2025 and re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2025; not (B)(6) 2025 as previously reported in the initial MDR submitted on june 24, 2025. Device analysis report attached.